Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d6b, h6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV did not occur. Patient reported right side rupture confirmed by mammogram. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Rupture: no observed rupture on the device. Additional observations: deformation device observed on the device.

Event description:
Healthcare professional reported a right side exchange from textured to smooth implants due to the patient's concerns with the product, capsular contracture, baker grade iii/IV, and a "possible leak". Device has been explanted.

Manufacturer narrative:
Aware date of supplemental medwatch 3 had the incorrect year listed. The correct aware date should have been 02/jan2024.

Event description:
Healthcare professional reported a right side exchange from textured to smooth implants due to the patient's concerns with the product, capsular contracture, baker grade iii/IV, and a "possible leak". Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade iii/IV, rupture.

Event description:
Healthcare professional reported a right side exchange from textured to smooth implants due to the patient's concerns with the product, capsular contracture, baker grade iii/IV, and a "possible leak". Device remains implanted.